Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Triathlon cementless tibial baseplates (primary) lifting off tibia post op. Surgeon mentioned he thinks the patient is very active. Swelling and pain in one of the patients knees but not noticeable in the other. Xray's for both knees show radiolucent lines under tibial base plates. This patient has primary triathlon knee replacements in both knees but not implanted at the same time.